Event description:
It was reported that an error message appeared while interrogating the patient¿s device with a programmer. The company representative ended session and interrogated the device with the same error message. The caller was able to successfully interrogate the device with another programmer. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).